Event description:
A report was received that cidex opa was used past the 14-day reuse life on a upper gi scope. The scope was recalled. There were no patient reactions. Caller did not know the product lot number. A customer care center associate reviewed the product instructions for use (IFU) with the caller. The caller stated they have the IFU and msds available to them in their facility.

Manufacturer narrative:
Date of event : unk.